Manufacturer narrative:
Add'l info has been requested. MFR site and MFR date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn.

Event description:
A pt underwent a prodisc-c nova implantation at c4-c7 in (B)(6). All three levels were done smoothly with excellent vertical alignment and correct a-p positioning. Pt was returned to the operating room about 7 months post implant for revision. The most inferior implant (c6-c7) showed progressive lateral subsidence of the superior endplate. Some infection was noted in and around the disc area. All three implants were removed and the three levels were treated with autograft (iliac crest) spacers and stabilized with an unk anterior plate. This report is #3 of 3 for the same event.